Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "the bag that was attached to the ring came off before the doctor was able to collect the specimen." Additional information received via email from customer on (B)(6) 2016. The bag full came off the prongs during deployment. The metal supports were fully exposed inside the patient. Patient status: "no."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the deployment mechanism was deformed, indicating that the ratchet mechanism was overridden. The likely root cause of the customer's experience is use error, as retracting the unit prior to full deployment may cause damage to the deployment mechanism and cause the bag to fall off of the supports when fully deployed. The instructions for use (IFU) instruct the user to "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.